Event description:
It was reported that the patient was admitted for high watts and electrical fault. The patient had exchanged to his back up controller at home prior to electrical fault complaining that the connections were not good. There was significant debris at the battery connection sites on both controllers. Log files were sent to the manufacturer for analysis and a driveline splice was scheduled. Patient received extensive re-education in regards to care of equipment, and the importance of not changing a controller during an electrical fault. He indicated that he understands the importance of examining, cleaning equipment, and maintaining communication with vad coordinator when issues arise. Patient's driveline was re-spliced. Patient received a heparin drip and tolerated pump off time of 30 seconds. The pump remains implanted and the controller was exchanged and it was reported that it will be returned to the manufacturer but has not been received at this time.

Manufacturer narrative:
The pump remains implanted and the controller was exchanged and it was reported that it will be returned to the manufacturer but has not been received at this time. Patient code, no code available, patient was admitted to hospital and given heparin IV for procedure. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Pump remains implanted.

Manufacturer narrative:
(B)(4) was not returned for evaluation as it remains implanted. Two controllers were returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported event was confirmed via review of the controller log files which revealed electrical fault and high watt alarms on the reported event date. Recessed pins were confirmed in the original splice repair. An internal investigation has been opened to evaluate these types of issues. The two controllers passed visual inspection and functional testing. (B)(4) had an interoperability problem that is an incidental finding and is not related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely cause of the reported electrical fault and high watt alarms is the recessed pins in the original splice repair. (B)(6): method: actual device evaluated; electrical evaluation; analysis of data log(s).; results: no failure detected. Conclusion: no failure detected, device operated within specification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.